Manufacturer narrative:
Medical device serial #: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged produced a false positive on patient samples. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "customer is going to monitor the situation and see if the false positives are coming from a specific instrument or location. Customer is not too concerned at the moment. Customer has provided sequence numbers and dates. Not clear if they are all in the same instrument or not. Waiting for example curves from the false positives and log files. The customers main issue is with the instrument at (B)(6), separate case opened for that instrument in recent weeks there have been some more false positive blood cultures at the (B)(6) location. 10 false positives since early april. It is still unclear whether they all come from the same device or not."

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged produced a false positive on patient samples. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "customer is going to monitor the situation and see if the false positives are coming from a specific instrument or location. Customer is not too concerned at the moment. Customer has provided sequence numbers and dates. Not clear if they are all in the same instrument or not. Waiting for example curves from the false positives and log files. The customers main issue is with the instrument at olvg west, separate case opened for that instrument in recent weeks there have been some more false positive blood cultures at the olvg east location. 10 false positives since early april. It is still unclear whether they all come from the same device or not."

Manufacturer narrative:
H.6 investigation summary: customer reported "false positive" on "instrument top bactec fx" (catalog number: 441385 and serial number: (B)(6)). Customer is not concerned at the rate of false positives, finds it to be at an acceptable level. They will monitor the situation and contact bd if they are worried about increased false positive results. Complaint is not confirmed and root cause of false positives is not known. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.